Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Additional clinical follow up with the customer indicated that the damage to the comb was observed during cleaning of the device; therefore there was no patient involvement or impact to a surgical procedure.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.